Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the unit and engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Engineering actuated the units at different angles on tubing to re-enact the customers' experience of clips overlapping. The units were disassembled for further evaluation and met all specifications. The root cause of the incomplete clip closure and scissoring experienced by the customer was likely that the application structure size, or the clip application depth, prevented proper clip closure. Engineering was able to recreate the clip misalignment at adverse application orientations. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Correction - updated - user facility, date of incident, surgeon, description per hospital reported to the ministry of health. User facility - (B)(4). Event description - see describe event. Contact name - (B)(6). Event date - (B)(6), 2015. Please note the updated event description was not impact the investigation result that reported on august 20, 2015.

Event description:
Laparoscopic cholecistectomy - "a third clip applier ca090 was used on the same patient. Also this one during clip application on cystic duct and cystec artery had problem: after 2-3 firing clip started to close incorrectly and overlap. Clip applier was removed and substituted with another one from a competitor company (5mm covidien)."intervention - "no any intervention required."patient status - "good."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.